Event description:
Removal of endosseous dental implants. Implants were placed on 6/26/97 in sites #3 and #15 (class I bone) during a highly complex procedure in which a sinus lift with bone augmentation/graft were performed using a freeze-dried bone and a resorbable membrane. The clinician reports that the reason for implant failure is that he can not do a major sinus-lift with bone grafting using iti's implants successfully due to microscopic communication of oral fluids in the sinus. At the time of implant failure, the pt experienced pain. The implants were removed on 7/22/97. The removal of the other implant is covered under MFR. Report #1222315-1997-00286.